Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable was not providing energy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable was not providing energy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with no evidence of blood were observed. The connectors on both ends of the cable appear intact. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference hemopro 2 evh tool, a reference adapter and a reference power supply vh-3010 set at level 3.0. The device passed the pre-cautery test. The power supply emitted an audible beeping sound and the evh tool produced steam and heat during 5-second activations and shut off when the toggle was released. A poly fuse electrical test was performed. The evh tool shut off power to the heater after 5-10 seconds of activation periods. And activated again by manipulating the toggle switch after a resting interval of about 10-15 seconds. Based on the returned condition of the reported device and the evaluation results, the reported failure to deliver energy was not confirmed. However, when the cord was being disconnected from the adaptor, it was observed that it was difficult to disconnect the cord. Based on this observation, the analyzed failure connection issue was also confirmed. This is a reusable OEM device, therefore, a lot history/serial number review was not applicable. A serial/lot number was not provided and the specific product serial/lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.